Event description:
It was reported that the patient presented for a schedule procedure. During the procedure, the physician attempted to do a bail-out left bundle branch aware of the fact that this is not a recommend rotation of the outer lead body, only rotations of the helix using the clip-on tool. The right ventricular lead would not ¿drill¿ into the septum with rotations of the clip-on tool. It also would not ¿drill¿ into the septum with outer lead body rotations. The physician removed the lead that was used for attempted lbbap, inspected it to make sure it was okay, and then implanted it in the ra. The patient was in stable condition.